Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing with inappropriate pacing. The lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).